Event description:
As reported on (B)(6) 2014, a pt of unk age and gender presented for an endovenous laser procedure. When opening the sterile packaging during preparation for the procedure, it was noted the fiber was fractured in the package. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the pt due to this event as the device did not come into contact with the pt. It was reported the disposable device is available for return to the MFR for eval.

Manufacturer narrative:
The reported defective device has been returned to the MFR for a device eval. An investigation into the root cause for event is currently in progress. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specs. The results of the device eval will be sent via a f/u medwatch.